Manufacturer narrative:
Details of complaint: the customer reported that an electric a stim box #352 did not work on a case. The customer changed both the cable and stim box from another machine and the system worked. At the end of the case, the customer tried another protocol with stim box 352 and it did not work again. The stim box is being exchanged. There was no patient injury reported. Investigation summary: the complaint device was received by nihon kohden (nk) on 03/07/2024. The device was evaluated on 03/18/2024 and the complaint could not be duplicated. The unit operated normally without any issues during testing. A definitive root cause could not be determined as we could not duplicate the complaint during evaluation. The following fields are not available (n/a) to this report: h4 device manufacturer date additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: dc-200ba: model #:dc-200ba serial #: (B)(6) device manufacturer date: 11/02/2022 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no additional information: b4 date of this report d9 is this device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative manufacturer references # (B)(4). Follow up 001.

Event description:
The customer reported that an electric a stim box #352 did not work on a case. The customer changed both the cable and stim box from another machine and the system worked. There was no patient injury reported.

Manufacturer narrative:
The customer reported that an electric a stim box #352 did not work on a case. The customer changed both the cable and stim box from another machine and the system worked. At the end of the case, the customer tried another protocol with stim box 352 and it did not work again. The stim box is being exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 01/30/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 01/30/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 01/30/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/06/2024 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 02/13/2024 emailed the customer via microsoft outlook for patient information: no reply was received. D4 serial number attempt # 1: 01/30/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 02/06/2024 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 3 02/13/2024 emailed the customer via microsoft outlook for device information: no reply was received. The following fields are not available (n/a) to this report: h4 device manufacturer date. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the mee-2000: dc-200ba: model #:dc-200ba, serial #: (B)(6), device manufacturer date: 11/02/2022, unique identifier (UDI) #: (B)(4), returned to nihon kohden: no.

Event description:
The customer reported that an electric a stim box #352 did not work on a case. The customer changed both the cable and stim box from another machine and the system worked. There was no patient injury reported.